Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a 30-year-old female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "trouble implanting the right coil". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity. Concomitant products included hormonal contraceptives for systemic use. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea") and pain in extremity ("legs"). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("lower back"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and cyst ("cyst"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, back pain, vaginal haemorrhage, migraine, urinary tract disorder, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and pain in extremity had not resolved, the pelvic pain, abdominal pain, menorrhagia, cystitis, urinary tract infection, vaginal infection and bladder disorder had resolved and the cyst outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cyst, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2011 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event was added.- cyst. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a 30-year-old female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "trouble implanting the right coil". The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced back pain ("lower back"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and pain in extremity ("legs") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, back pain, vaginal haemorrhage, migraine, urinary tract disorder, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and pain in extremity had not resolved and the pelvic pain, abdominal pain, menorrhagia, cystitis, urinary tract infection, vaginal infection and bladder disorder had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new event added: pelvic/abdominal pain were added. Outcome of event bladder probs., bladder infect., urinary probs., vagina infection from not recovered/not resolved to recovered/resolved and events pain, bleeding from unknown to recovered/resolved were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a 30-year-old female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "trouble implanting the right coil". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity. Concomitant products included hormonal contraceptives for systemic use. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea") and pain in extremity ("legs"). In december 2011, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("lower back"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and cyst ("cyst"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, back pain, vaginal haemorrhage, migraine, urinary tract disorder, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and pain in extremity had not resolved, the pelvic pain, abdominal pain, menorrhagia, cystitis, urinary tract infection, vaginal infection and bladder disorder had resolved and the cyst outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cyst, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2011 and nov-2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Batch no b60746 production date 2013-08-08 expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a 30-year-old female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "trouble implanting the right coil. The patient's concurrent conditions included obesity. In 2011, the patient had essure inserted. In 2011, the patient experienced back pain ("lower back"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and pain in extremity ("legs") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, back pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, bladder disorder, urinary tract disorder, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and pain in extremity had not resolved. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, nausea, pain in extremity, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a (B)(6) year-old female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "trouble implanting the right coil". The patient's concurrent conditions included obesity. In 2011, the patient had essure inserted. In 2011, the patient experienced back pain ("lower back"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and pain in extremity ("legs") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, back pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, bladder disorder, urinary tract disorder, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and pain in extremity had not resolved. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, nausea, pain in extremity, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-aug-2019: pfs received. Essure lot number added. Product indication updated. Previously reported was ¿injury¿ updated to lower back. Following events were added: perforation (fallopian tube(s)), abnormal bleeding (vaginal), menorrhagia, bladder infection, urinary tract infection, vaginal infection, migraines / headaches, bladder or urinary problems or changes, urinary tract disorder, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight gain, hair loss, legs and trouble implanting the right coil. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.